Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a moderately calcified and mildly tortuous proximal right coronary artery. The lesion was pre-dilated and the 3.5 x 33 mm xience xpedition stent was deployed at 10 atmospheres. During removal of the stent delivery system, a dissection was noted at the distal end of the stent. The dissection was covered with a 3.0 x 28 mm xience pro stent. Angiography noted good final result with no residual stenosis. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.